Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was returned for failure analysis, and the reported failure (c-34) was confirmed and reproduced. The erbe will be returned to original equipment manufacturer (OEM) for additional failure analysis. Failure analysis confirmed error c-34. The probable cause is attributed to an electrical component failure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe. System tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the iesu, but failure analysis has not yet been completed.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the integrated electrosurgical unit (iesu) or erbe was getting a fault and customer had replaced the energy cable and instrument, but the issue remained. Technical support engineer (tse) reviewed the logs and confirmed the issue and had customer power cycle of the erbe, but the issue remained. Tse explained the customer could bypass the erbe with a force triad or another dv tower. The procedure was completed as planned with no reported injury or no known impact or patient consequence reported.